Manufacturer narrative:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pumps complaint of does not build enough pressure for downstream occlusion testing was confirmed. This was found to be isolated to alarm error code 108 with mean problem with the micropressor board. Unable to determine cause of event. The micropressor board was replaced, device passed all functional testing,

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pumps reported complaint does not build up enough pressure for the downstream occlusion test. Event occurred during testing and no patient involvement,

Manufacturer narrative:
Other text: additional information was received indicating the vent date was (B)(6) 2021.